Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was 79 mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected scrolling of numbers, weak battery alarms or button error alarms noted during testing. Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, occlusion test, excessive no delivery test and off no power test. The operating currents were in specification. Insulin pump had an intermittent button response on the act button due to corroded keypad traces noted. Insulin pump had minor scratches on lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. Insulin pump had moisture damage noted on lcd board.